Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under a rear therapy electrode pad. The area was described as an open abscess. The patient's nurse reported that they were treating the wound and that the patient' doctor prescribed antibiotics and an antibiotic cream. It was reported that the lifevest was removed due to the pain from the abscess. Multiple attempts to follow up on the condition of the abscess were unsuccessful. The final medical outcome is unknown